Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip transcatheter edge-to-edge repair (teer) procedure. Reportedly, a suture break occurred when the plunger of the proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 25f sheath and the mitraclip teer procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide was used in the common femoral vein to close a puncture exceeding 24f. The electronic proglide instructions for use (eifu) states: for access sites in the common femoral vein using 5f to 24f sheaths. It is unknown if the eifu deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.